Event description:
It was reported to philips that image disk errors prevented storage of fluoroscopic images on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part, restored the system to full functionality, and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).